Manufacturer narrative:
This is a follow-up submission to reflect additional details. Further information were received that the revision surgery was performed due to pain and movement restrictions. It was found that the device was degraded. The revision surgery was successful, due to a higher bone loss a bone block was inserted on the glenoid side.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery was needed after the primary implantation which was performed in 2015. The eclipse prostheses was removed and replaced with a univers revers prostheses. No further information were currently provided.